Event description:
A pt reported experiencing inaccurate low results with an ot basic meter. The pt's blood glucose results were 88mg/dl (meter), 148mg/dl (lab). Tests were done less than 10 mins apart with a difference of 45%. Pt did not experience any adverse event. No further info has been reported.